Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the device cord was damaged, the motor was worn, had component damage, the trigger was sticking and the mode switch resistance was too low. It was further determined that the device failed pretest for general condition, check for sticky trigger and mode switch-test. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device cord was damaged, the motor was worn, had component damage, the trigger was sticking and the mode switch resistance was too low. The assignable root cause was traced to component failure due to normal wear. (B)(4).